Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported received a motor error alarm and a motor position encoder error alarm. The customer also reported that they received a no delivery alarm. The customer's blood glucose was 513 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injections. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer performed displacement test and the insulin pump passed. The customer performed fixed prime and the insulin did exit. The insulin pump will not be returned for analysis.